Event description:
Hewlett packard rec'd the initial complaint from philips medical, its distributor. Hewlett packard is awaiting further info about the incident from the distributor before finalizing this report. The problem occurs only when the philips sd 800 ultrasound imaging system is used with the 21370b endovaginal transducer to generate guiding graphics for needle biopsies. The graphic overlay generated by the system software incorrectly indicates the track of a needle held in the biopsy guidance attachment for this transducer.